Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the secondary tubing running trastuzumab was dripping into the primary tube when the pump had not been started. The customer tried a different secondary line with same primary tubing and had the same issue drip chamber showed medication dripping when pump was not started. There was patient involvement, but the outcome is unknown.

Event description:
It was reported that the secondary tubing running trastuzumab was dripping into the primary tube when the pump had not been started. The customer tried a different secondary line with same primary tubing and had the same issue drip chamber showed medication dripping when pump was not started. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an under infusion of trastuzumab was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. ¿ inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. ¿ bd recommends the following steps for optimizing infusion setup and head height differential. ¿ accurate secondary mode infusion is dependent upon hanging the secondary container sufficiently higher than the primary container. ¿ if necessary, use additional hangers to lower the primary container to achieve the minimum 9 1/2" head height differential between the primary and secondary fluids. ¿ adjust pole height to ensure the proper head height of the container to the pump module for optimal flow accuracy. ¿ when a secondary infusion is started, the user must ensure that drops are falling in the secondary drip chamber and not in the primary drip chamber. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the complaint of under infusion of trastuzumab was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. Inspection and testing of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation.